Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up will be sent when analysis is complete.

Event description:
Hcp reports the patient's device was explanted and replaced after 41 months implant duration. The drug used in the pump is dilaudid (unknown concentration and dose). Hcp reports no patient injury and did not provide any patient symptom information. Additional information has been requested from the hcp, but was not available at the time of this report.